Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/26/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the ok button was difficult to press and required multiple presses to respond; then the ok button reportedly became completely unresponsive. The patient reported that she wore the pump attached to a belt and cleaned the pump with an alcohol swab.